Event description:
One pt sample with discrepant sodium and potassium results. Initial sodium result 93 mmol/l, initial potassium result 2.5 mmol/l. Same sample repeated twice gave results of 139 mmol/l each time for sodium and 3.8 mmol/l for potassium each time. The initial results were not reported. The field service rep was unable to determine the cause for the discrepancy. However, the vent port in the reference bottle was found to be completely occluded. The reference bottle vent port was cleaned.